Event description:
This pt underwent a left bipolar hip prosthesis secondary to fracture in 1999. Pt began to have increasing pain over the past year with weight bearing. The pt was admitted to this facility for a conversion of the bipolar to a left total hip arthroplasty.